Event description:
Reportable based on analysis completed 16october2013 it was reported that the stent was unable to cross the lesion. Vascular access was obtained via the right radial artery. The de novo target lesion located in the right coronary artery was cannulated with a 3.5 non-bsc catheter. Then the lesion was crossed using a non-bsc guide wire. The physician then selected a 3.50mm x 16mm liberté bare metal stent to treat the lesion but was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient is stable. However, analysis found that the shaft was broken and the stent was damage.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the liberte/veriflex stent delivery system (sds) was received in two pieces with a product mandrel protruding from the exit notch and distal tip. The mandrel was removed from the lumen without difficulty. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded and the stent was secured on the balloon between the markerbands. There was a complete shaft detachment 13cm (inner shaft) and 15cm (outer shaft) from the distal tip. The inner and outer shaft components were stretched and kinked for several cm at the fractured ends. There were several locations of the inner and outer shaft that were buckled. The corewire was protruding through the outer shaft 5.75cm proximal of the exit notch. The first and third rows of stent struts were bent, flared and overlapping. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).